Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Corrections: evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. There was high atrial impedance. Impedance over 4000 ohms was noted.

Event description:
It was reported that within a few weeks of implant, there was high atrial impedance and exit block in bipolar pacing and normal values in unipolar pacing. A few days later the impedance was acceptable, but the threshold was unstable. During the revision, it was noted that the lead thresholds were acceptable on the analyzer and unstable via the device, so it was decided to remove and replace the device. Measurements on the new device were stable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.